Manufacturer narrative:
The device was returned and visually inspected. At visual inspection some white material on the distal tip of the catheter was observed along with some residue within the package.it was concluded that the white material was urinary salt. Based on the above, this complaint is not confirmed as a product defect.

Event description:
(B)(4). According to the information received, a nurse had trouble deflating a balloon while removing a catheter. The nurse found a piece of white material in the syringe that the customer believed was inside the balloon. The catheter was placed on (B)(6) 2013 and waqs removed on (B)(6) 2013. Nurse has previously had problems getting water out of the balloon as well.